Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a study was started and the patient left the office, but returned an hour later. When the recorder was turned on they were prompted to upload data. The customer did not know if the data had been uploaded and was also unable to confirm if the recorder was in "record mode" and flashing blue when the patient left the office. The customer is going to check with their colleagues if the data was uploaded. No equipment is being returned at this time. A repeat procedure was necessary.